Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The instruction manual provides preventive measures against the reported failure mode. Olympus (thailand) co. (Oth) reminded the user facility to perform a leak test at the distal end because the customer did not report a leak. Oth also reminded them to follow the reprocess method in the instruction manual. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results of similar events in the past, olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; -physical stress on the distal end -chemical stress during storage if significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Device inspection by (B)(4) did not report any other defects. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
The device was returned to olympus for annual inspection. Olympus inspected the device for repair at the service department of olympus (B)(4) and found that the watertight plastic cover of the distal end was loose and there was a gap. And a leak was confirmed due to this defect. There was no report of patient injury associated with this event.